Event description:
Received user facility report from clinic. Report indicates that 1 1/2 hour into treatment, an indentation was noted in the arterial line. Blood sample revealed hemolysis. Patient was asymptomatic. Treatment was stopped and reinitiated with a new setup without incident. Patient discharged in stable condition. Patient dob 9/22/58, male, wt 58.4 kg. No sample is available for evaluation.